Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they was trying to program a bolus on the pump, but saw the numbers ramping for the bolus amount without pressing any buttons. The customer¿s blood glucose level was 170 mg/dl. Mother of customer disconnected from the pump and took out the battery, so that the pump would power down. After attempting to insert a new battery, the display is not returning on the pump. Customer states that the numerical amount for the bolus was increasing without her pressing any buttons. The customer stated that the screen of the pump is not returning after changing out the battery for a second time. The customer states that there was no response from the pump after multiple battery changes in the pump. Customer changed out approximately three batteries before the screen returned on the pump. The device will not be returned for the analysis.